Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: b1 and h6 (patient and device codes).

Event description:
After review of medical records, it was indicated that the patient fell at home, which resulted to the fracture. There was obvious evident of stem subsidence as well as retorversion consistent with loose implant. The patient was then revised for left proximal femur periprosthetic fracture. Operative notes reported a hemorrhagic tissue was encountered consistent with fracture.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.   No code available (3191) is used to capture (device revision or replacement).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
The patient was revised to address a periprosthetic fracture after a fall. Update ad 27 mar 2019. Receipt of pinnacle mom litigation records. In addition to what were previously alleged, litigation alleges that the friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the plaintiff's blood and tissue and bone surrounding the implant resulting in severe pain, discomfort, injury, partial or complete loss of mobility and loss of range of motion.